Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was implanted with an impella device for mechanical circulatory support. During support, saturated flows were observed. As a result, the decision was made to explant the device and replace it with an impella 5.5. The patient survived the procedure.

Manufacturer narrative:
The investigation has been completed for the reported issue of saturated flow. The device was not received for evaluation. The root cause of the saturated flow was unable to be determined as no product was returned for analysis. This report is being filed as part of a retrospective review of historical records.